Event description:
The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the tip of the syringe¿s inability to reach fully into the instrument channel port due to being inserted in an insecure condition. Also, if the syringe was not inserted in a straight direction, it may contact the edge of the instrument channel port, which may result in liquid leak to the outside of the instrument channel port. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual chapter 4 section 4.2 describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope was in use for a diagnostic colonoscopy. The customer reported a biopsy valve was attached to the colonovideoscope and liquid leaked like water, probably due to backflow from the forceps plug. According to customer, leakage occurred even when nothing was being done during and after feeding the liquid with the syringe. The customer replaced the valve with a new one from the same lot but no improvement was seen. There were no defects such as holes visible on the exterior. The procedure was performed and completed with the fluid leaking. There were no adverse effects to patient. This report includes the colonovideoscope information in section d. Refer to related medwatch with patient identifier (B)(6) for the biopsy valve also in use during this event.